Event description:
The customer reported the unit would not turn on and the unit was chirping with a red x indicator.

Manufacturer narrative:
(B)(4). The customer reported the unit would not turn on and the unit was chirping with a red x indicator. The customer replaced the battery and it did not resolve the issue. The unit was sent to philips for evaluation and the reported symptom was duplicated. Replacement of the processor pca resolved the issue. The unit passed testing and was returned to the customer.